Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours, on their arm. Symptoms reported included high blood glucose, thirst, frequent urination, malaise, nausea and breathlessness. Patient also reported irritation at the pod site. The patient was treated with fluids, and insulin infusion. The pod was removed at the hospital and a new pod was placed. The patient was released on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.